Event description:
Literature: zdolsek ha, olesch c, antolovich g, reddihough d. Intrathecal baclofen therapy: benefits and complications. J intellect dev disabil. 2011;36(3):207-213. Doi: 10.3109/13668250.2011.595707. Summary: the authors conducted a retrospective cross-sectional review of the use of intrathecal baclofen therapy, complications and side effects, and determined parental perceptions of itb therapy. A total of 18 patients were treated with itb between (B)(6) 1999 and (B)(6) 2005, 12 parents completed the questionnaire. Children were aged between 4 and 18 years (mean 9.6 years) at the time of implantation with a male to female ratio of 12:6. The majority had cerebral palsy. The median follow-up time was 3 years, 1 month and varied in duration from 11 days to 5 years, 11 months. The daily itb dose ranged from 50 mcg to 1200 mcg (median 487.5 mcg). Infusion mode varied from simple continuous to complex with and without boluses. The mean weight gain over 12 months post commencement of itb was 4.1 kg. Reportable event: the authors reported on several adverse events: two children developed seizures after commencing itb; one child had a pump pocket infection requiring pump removal (further implantation was declined); one patient developed repeat pump pocket infections resulting in a decision to not implant a further pump; four patients had a reimplantation secondary to complications (unspecified); two cases of extensive oedema (seroma) over the pump implantation site occurred around day 10 and lasted up to 4 weeks requiring occasional aspiration; one case of cerebrospinal fluid (csf) leak which was treated with a blood patch; two wound infections; one case where an unknown hole in the catheter resulted in increasing infusion rates and an accidental overdose during catheter investigation in one patient; one patient had a csf leak requiring replacement of catheter and pump; two patients developed scoliosis although the authors indicated that it was not possible to be certain whether this was a direct effect of the itb; one case of severe unresolved head lag in a patient with high catheter placement (the catheter was withdrawn to a lower level but head lag persisted); one patient had difficulty in controlling tone despite dose adjustment and the introduction of complex infusion regimes; two cases of wound infection that resulted in permanent pump loss; one case of wound infection which developed a csf fistula (this resulted in permanent pump loss).

Manufacturer narrative:
(B)(4): scoliosis, head lag; lack of tone control. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is the average for all the patients. At this time no additional information was available , additional information regarding the patient, event, interventions and outcome has been requested.